Manufacturer narrative:
(B)(6).occupation: clinical engineer tech. One medfusion pump was received in good physical condition. The event history log was reviewed and there was a primary audible alarm post error. The power up process was conducted and the primary auidble alarm post error was unable to be duplicated at power up. The cause of the intermittent error was unable to be determines. The j9 connector was fully seated and properly glued (3 surfaces ? Both side.). The speaker was replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had a primary audible alarm error code. The issue occurred prior to use and there was no patient involvement.